Event description:
The patient was implanted with a herniamesh t-sling, lot not available, on (B)(6) 2010many years later legal complaint states that experienced severe complications related to the implant, including but not limited to extreme pain, discomfort, erosion, dyspareunia, and underwent corrective surgery to remove all or part of the pelvic mesh. No further information has been provided.